Event description:
Approx 1 minute after emergent initiation of cardiopulmonary bypass, blood flow from the heart-lung machine fell from 5 lpm to 1.5 lpm, which would not be sufficient to maintain pt perfusion. Since the pt was in cardiac arrest and unable to provide his own cardiac output, the flow issue had to be addressed immediately. First, the aortic cannula was checked, then replaced, without improvement. Second, a second centrifugal pump drive head and controller were attached, without improvement. Third, the disposable centrifugal pump head was replaced, without improvement. At this point, the pt was cooled to approximately 30 degrees centigrade, and a replacement oxygenator inserted. This intervention remedied the problem and the case proceeded. The pt was monitored postoperatively for neurological function and has recovered to baseline.